Event description:
Per the audiologist, the patient reported pain and "burning" when using the cochlear implant system. There was no implant testing done by cochlear staff. The patient's device was explanted in 2008. The patient reportedly was a non-user and decided to not have a new device reimplanted.

Manufacturer narrative:
This report was filed july 01, 2008.